Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. Visual examination of the returned product identified signs of use with some wear and tear on the proximal end of the depth gage body. The wire for the depth gage has fractured off and was returned. The wire is also bent. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name, (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the depth gauge was bent and broken after being used. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.